Manufacturer narrative:
On 9/15/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool smart touch bidirectional sf catheter where the catheter tip became bent. During the procedure, while the catheter was in the patient¿s body, the catheter tip appeared to be dangling. The catheter was removed from the patient¿s body, and was confirmed to be bent. The catheter was replaced, and the case continued without patient consequence. The damage to the catheter resulted in the wire braid being exposed, and the tip of the catheter was lifted. There was no detachment of any part of the catheter. No difficulty was noted during the insertion or removal of the catheter from the patient¿s body. Partial tip separation and the exposed braid wire expose the patient to the internal catheter components, creating a critical risk of thrombus. As a result, this event is MDR reportable.

Manufacturer narrative:
Device evaluation summary: it was reported that a patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool smart touch bidirectional sf catheter where the catheter tip became bent. The damage to the catheter resulted in the wire braid being exposed, and the tip of the catheter was lifted. The returned device was visually inspected, and reddish brown material was found inside the pebax. Additionally, the tip was separated from the 4th electrode with internal wires/parts exposed. The catheter was tested for electrical performance and stockert compatibility, and was found within specifications. A cool flow pump test was performed, and the catheter passed specifications. The catheter was evaluated for carto 3 system performance and was recognized by the system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter was subjected to screening test, which passed. The force feature was working properly, and the force sensor values were found within specifications. Per the observed damaged, scanning electron microscope (sem) testing was performed. The results showed evidence of a hole and scratches on the surface of the pebax, as well as mechanical damage on the surface of the peek housing. It is possible that the damage was caused by contact with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaint has been confirmed. However, based on available analysis finding results, the damage on the catheter tip does not appear to have been caused by any internal bwi processes. There is evidence that the device was manufactured in accordance with documented specification and procedures. It is possible that the damage is related to the manipulation of the catheter during the procedure. (B)(4)